Manufacturer narrative:
The device was returned for investigation and received by essential medical. The device was decontaminated then visually inspected for non-conformance's. No non-conformities were identified. The device history record was reviewed, and no non-conformities were identified. Based on the information submitted by the complainant, the patient had a pre-existing condition of severe fibrosis in their femoral arteries. It was reported that the procedural sheath was advanced with some difficultly. The us IFU lists, "do not use if there is difficult dilation from initial femoral artery access while step dilatating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue [fibrosis] may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure." However, the complainant reported that ultrasound imaging showed the manta to have been deployed in the correct location; therefore, eliminating the possible failure mode that the manta implant was deployed inside the femoral vessel. The closure angiograms from the case were obtained and reviewed. There were confirmed dissections present near the access site. It was reported that during removal of the procedural sheath there was a large tear in the procedural sheath and a piece of patient tissue hanging from the corner. This would be indicative that the femoral vessel had been damaged during the procedure. The us IFU lists in the special patient populations section, "patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal". It is believed that the occlusion requiring balloon inflations was due to the femoral vessel becoming dissected during the procedure due to difficult patient anatomy.

Manufacturer narrative:
The IFU lists access site complications such as local trauma to the femoral or iliac artery wall, such as dissection, and stenosis requiring percutaneous intervention as possible adverse events. An investigation has been opened and currently remains in process to examine the returned device, review device history record, and risk documentation.

Event description:
A tavr procedure was performed on (B)(6) 2019. Access was achieved using ultrasound and a micropuncture kit. The procedure sheath was said to have advanced "with some difficulty." It was described that a large amount of blood was seen when the procedure sheath was removed and that the procedure sheath was seen to have a "large tear with a piece of tissue hanging from the corner." Manta was deployed for closure. A post procedure antiogram showed an occluded vessel. The physician advanced a balloon from the contralateral side, and inflated for 1 minute. Another angiogram showed a "non flow limiting dissection and brisk flow to the leg." The patient was placed on a heparin drip. An ultrasound study performed 3 hours post procedure showed good flow to the leg and the manta implant was in the correct position. The patient was said to be fine following the procedure.